Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4) and for balloon is (B)(4). Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The balloon was visually inspected, functionally and leak tested. No anomalies were found with the balloon. The pump underwent visual, functional, and leak testing; it passed the visual inspection and showed no signs of leakage, although it did not pass the poppet pressure test. The cuff was visually inspected, and leak tested, revealing a hole along the lateral edge of the cuff shell consistent with damage from a sharp instrument, and leaks were confirmed. The reported patient symptom of urinary incontinence is a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available and analysis results, the reported clinical observation of device - mechanical issue could not be confirmed; however, the pump not passing the functional test could affect product performance.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurrent urinary incontinence. The device did not work and exhibited signs of fluid loss. Consequently, the device was explanted. No additional patient complications have been reported.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurrent urinary incontinence. The device did not work and exhibited signs of fluid loss. Consequently, the device was explanted. No additional patient complications have been reported.

Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4) and for balloon is (B)(4).